Manufacturer narrative:
Voluntary medwatch report received: mw5159937.

Event description:
A voluntary medwatch report stated that the right ventricular (rv) lead was revised due to an infection and erosion. The patient experienced excessive stretching pain. The rv lead was repositioned and remained in use. There were no patient consequences.